Manufacturer narrative:
The customer was provided remote assistance from spacelabs technical support, and performing a power cycle on the central monitor resolved the issue. No further evidence was discovered to determine the cause of the problem, and there has been no reported recurrence of this issue. This report is considered complete and this particular issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, both screens went blank on the telemetry central monitor. No injury was reported as a result of this event.